Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# :va0z8mq, implanted: 2016 (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that they didn't know until they doctor, no matter how high the stimulation was turned up, no stimulation. When doctor knew that they fell in their kitchen, doctor thought that they disconnected a wire. They were going in the surgery center in 2018 (B)(6) to have it repaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient encountered poor communication and a lack of stimulation. The patient indicated that they also had "a little bit" of symptom return, which was reported to have started on (B)(6) 2018. During the call the patient unplugged and then plugged the antenna back in and the poor communication was resolved. After syncing with the ins stimulation was found to be turned on and set to 5.0, which was reported to be higher than the patient normally has the stimulation. During the call stimulation was increased to 5.3, but the patient was still not feeling stimulation. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as the disconnection of lead from fall had been confirmed. On (B)(6), they had a new interstim, was surgically implanted. Patient weight was reported.